Event description:
After having connected all the shunt's components, the shunt was re-checked and a leakage was noted at the reservoir dome on the valve. There was no leakage when tested preoperatively. The usual procedure is to perform the ventricular abscess and then connect the distal portion of the tube firmly and with the help of blunt forceps to the connector of the valve.